Event description:
It was reported to vyaire medical that there was a gas leak near neb port. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned to manufacturer/parts request.

Manufacturer narrative:
Results of investigation: the connector screw was found to be loose. After tightening the screw there was no further leakage. The reported complaint was duplicated. The returned part will be scrapped per 1501-089-000-swi failure investigation. Root cause failure: loose nebulizer oxygen supply tube push-pull connector screw.